Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up. Upon interrogation, the right ventricular lead exhibited noise and out of range impedance measurement. During revision procedure, the physician noted scar tissue had infiltrated the header of the device. The lead was unplugged and reinserted after cleaning. The lead continued to exhibit noise and the patient experienced heart rate at 30s. The lead was capped and replaced. All electrical values were normal post operation. The patient would continue to be followed normally.

Manufacturer narrative:
(B)(4)